Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, a 4-5 mm imprecision was observed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative clarified that although the system was fully functional, he found out that the right side tracker was close to limit and was recalibrated as a precaution. The left side tracker had no issue.